Manufacturer narrative:
A tapered screw-vent implant with mtx surface (tsvh11) was received. Visual inspection of the returned product identified signs of wear due to usage around the external threads. There were noticeable nicks and gouges around the platform and the drive feature. There was presence of bone residue and an unconfirmed foreign/biological material around the external threads and the vent. Visual comparison of the implant with the drawing verified that the implant was consistent with the design and within all required specifications. There were no manufacturing deviations with the implant. The implant was functionally tested with a compatible in-house healing collar. The healing collar successfully threaded into the implant drive feature as normal. Therefore, based on the evaluation, the device did not malfunction and the reported event was unconfirmed following inspection. Review of the DHR for tsvh11 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown. Additional 510k number: k013227.

Event description:
It was reported that when trying to re-tighten a healing abutment, it was discovered that the implant threads were damaged. A re-threading tool was requested.